Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. Approx 12 days post index procedure the patient suffered rectal bleeding. The patient was on dapt at the time of the event. The investigator and safety assessed the event as not related to the index device but possibly related to anti-platelet medication. The patient recovered.